Event description:
A staff member at a dental office was performing routine cleaning of the hve suction valve tube with a cleaning brush provided by the manufacturer when the brush tip punctured the glove and the finger was cut. The result was a cut on the finger from the brush tip. The staff member was using the brush to perform cleaning on a medical device. She cleaned the injury at the office with soap, water, and antiseptic wipes and then wrapped the finger. The staff member proceeded to the hospital emergency room where tetanus and (B)(6) shots were administered along with a blood panel. A follow up treatment was scheduled for six weeks from the date of treatment. The staff member reported no prior medical conditions. FDA safety report ID# (B)(4).